Event description:
It was reported that a patient with spinal canal stenosis underwent a spinal procedure between l4 and l5 using an interspinous spacer device and, reportedly, patient symptoms improved initially after surgery. According to the report, stenosis recurred about 3-4 months postop, but the patient remains stable and symptoms have not worsened. No revision/explant surgery has been scheduled. No further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.